Event description:
Procedure type: c-section. According to the reporter: infection was confirmed after surgery, and it was thought to be caused by suture. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. Nothing fell into cavity. The case was not extended by more than 30 minutes. Packets from the same lot will be returned for investigation.

Manufacturer narrative:
(B)(4).